Event description:
Boston scientific received information that during the implant procedure when the right ventricular lead was connected to the pacing system analyzer (psa) all measurements appeared to be within normal range. Upon connecting the new device to this lead out of range pacing impedances were noted. The connection was checked but there was no observed air bubbles or contamination. The lead was once again tested with the psa and once again normal measurements were obtained while when connecting the device to the lead out of range measurements were observed. In addition, noise and oversensing was visible on the right ventricular channel. Finally, a new device was used with the existing lead and normal measurements were obtained. The device not implanted will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory microscopic visual inspection found a hole in the right ventricular tip seal plug. Interrogated the device without any issues. The device was then attached to 500 ohm pacing load and did a manual lead impedance measurement which produced a value within normal range. The device was then manipulated (while viewing the live egrams and was unable to duplicate any noise or oversensing on the pacing or shock channel. Laboratory analysis confirmed a hole in the right ventricular tip seal plug, based on history it is known that holes in the seal plug(s) can contribute to noise and oversensing.